Event description:
It was reported that the right ventricular [rv] lead had increased impedance with increasing and high threshold measurements. The rv lead was reprogrammed from bipolar pacing configuration to unipolar pacing configuration. The lead is being monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.